Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 352 mg/dl. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir but the size of air bubble was 0.2 cm. The customer stated that no leaks detected. The device will not returned for analysis.